Manufacturer narrative:
H3 other text : remote support from the customer care solution was provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device had pacing mode not functioning. There was no patient involvement. Remote support from the customer care solution was provided and it was determined that the device was functioning as intended. The rse addressed a pacing mode related query from the customer; however, no issue was found with the device and it was confirmed the device was functioning as intended. Based on the information available and the testing conducted we were unable to replicate the pacing mode not functioning initially reported. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.